Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. Was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings: during investigation, there were frequent low battery warnings observed in the alarm history. The pump's electrical current draws were tested and were within specification. Unrelated to the original complaint, the battery compartment was found to be cracked.